Event description:
The customer observed a falsely elevated potassium result for one patient on an alinity c analyzer. The following data was provided customer¿s normal range is 3.5-5.1 mmol/l: patient 1 initial result was 6.5, repeat was 5.0 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service engineer (fse) was dispatched due to the customer reporting a falsely elevated potassium result on the alinity c, serial number (B)(6). Through an extensive investigation, the fse found the sheet valve, vac. Pump, part number (B)(4), diaphragm, vac. Pump, part number (B)(4), o-ring, vacuum pump, part number (B)(4), and card cage without boards, part number (B)(4), needed to be replaced, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.